Manufacturer narrative:
The insulin pump alarmed prime during prime due to motor high current draw. Device received with cracked battery tube threads and cracked lcd window. The drive support disk was inspected and no anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer does not recall any significant events leading to the alarm. The customer stated that they were unable to rewind the insulin pump. The customer mentioned that the insulin pump alarmed compromised force sensor system during prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.